Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 388928, lot# 0209200219, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the outcome was continuing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that there was a return of incontinence, pollakiuria, and abdominal pain on (B)(6) 2016. It was noted the patient was given a prescription of vesicare. Reprogramming was performed on (B)(6) 2016 and the issue resolved. Medical history included idiopathic functional urinary incontinence since 2012. The event was assessed as not serious, not related to the procedure, and related to the stimulation.